Event description:
(B)(6) 2008, the presented with pre-operative diagnosis of l4-5 spondylolisthesis with chronic low back pain. The patient underwent the following procedures: 1. Bilateral l4 and l5 nerve root decompressions. 2. Posterior lumbar interbody fusion using hour glass spacer size 13 by 21 mm along with autograft and fluoroscopic guidance. 3. Transverse process arthrodesis l3 through l5 using autograft plus bone morphogenic proteins plus mastergraft. 4. Legacy pedicle screw fixationl3 through l5 using 6.5 by 45 mm screws along with polyetheretherketone rods, fluoroscopic guidance and somatosensory evoked potential and electromyogram monitoring. Per the op notes, the surgeon decorticated the transverse processes at l3 through l5 bilaterally. Autograft, bmp and mastergraft were placed on these areas and a large amount of autograft was placed on top of this. X-rays demonstrated bilateral transpedicular screws through l3, l4 and l5. Interbody graft is present at l4-5 level. There is mild anterolisthesis of l4 on l5 present. The post-op diagnoses were 1. L4-5 spondylolisthesis with chronic low back pain 2. L3-4 instability/incompetency. No patient complications were noted. (B)(6) 2010 the patient presented with central lumbar tenderness with paralumbar spasm. Impression: 1. Fracture of pedicle screw at l5 2. Lumbar pain syndrome 3. Mixed anxiety and depression. (B)(6) 2010, the patient presented complaining of left ear pain. The patient¿s medication trazodone was increased to 100 mg. Impression: 1. Fracture of pedicle screw at l5 2. Left serous otitis media 3. Pansinusitis 4. Insomnia. (B)(6) 2011, the patient presented with back and left leg pain. Difficulty with his gait secondary pain. Impression: increasing low back pain with concern for adjacent level degeneration. (B)(6) 2011, the patient presented complaining of pain of the lumbar area having a known fractured pedicle screw at l5. Impression: fractured pelvis screw 2. L5 lumbar pain syndrome 3. Anxiety syndrome. (B)(6) 2011, the patient complaining of high back pain. Impressions: back strain and cervical myofascial strain. The patient underwent x-rays of the cervical spine. Impression: no evidence of acute fracture or subluxation. Stable post surgical changes. The patient underwent x-rays of the lumbosacral spine. Impression: no change. Stable pedicle screw fixation and l3, l4 and l5. Stable disc surgery at l4-5. Stable l4-5 anterolisthesis. No fracture or new abnormality.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007: the patient was diagnosed with fainting spells, memory problem, instability to concentration, blurred vision, anxiety, and depression. On (B)(6) 2007: the patient presented with chief complaint of neck and back pain. On (B)(6) 2007: the presented for office visit. On (B)(6) 2007: the patient underwent physical examination. Assessment: pain coming from the l4-5 level. However for the foraminal stenosis at l4-5 pain in the anterior thigh rather than in the back of the leg. On (B)(6) 2008: the patient underwent abdominal ultrasound. Impression: no acute process. On (B)(6) 2008: the patient presented with cramping and gerd. On (B)(6) 2008: the patient presented with preoperative diagnosis of epigastric and pain. And underwent egd with biopsy. On (B)(6) 2008: the patient presented for follow up. On (B)(6) 2008 the patient presented with preoperative diagnose of esophageal stenosis and underwent egd with biopsy and dilatation. Impression: gastritis, esophageal stenosis, gerd. On (B)(6) 2009: the patient presented for office visit. On (B)(6) 2009: the patient underwent physical examination. Impression: abdominal pain, right scrotal pain with swelling mass. On (B)(6) 2011: patient presented with back, neck pain, headache, arm pain and leg pain. Ros revealed: musculoskeletal: abdominal pain, anxiety, arm pain, balance disturbance, blood in urine, change in bowel habits, chest pain, chronic cough, depression, blurred vision, headaches, heart murmur, fatigue, incontinence, leg pain, low back pain, nasal congestion, nausea, neck pain, pain in swallowing, painful urination, memory problem, sinus, shortness of breath, sore throat, swelling in feet, vomiting, weight loss. On (B)(6) 2011: the patient presented for office visit. The patient underwent physical examination. Impression: dysphagia with substernal chest pain, history of cad. 07 oct 2015: the patient presented with problem of slow transit constipation. Ros revealed: change in appetite, back pain, depression.

Manufacturer narrative:
Add'l info: (B)(4).

Event description:
(B)(6) 2014 the patient presented for an office visit to have ftx's and establish new pcp. (B)(6) 2014 the patient presented for an office visit. Impression: sensitive (B)(6), per culture from uc. (B)(6) 2014 impression: sensitive (B)(6), per culture from uc. (B)(6) changed by vl to bactrim ds due to diarrhea from clindamycin. (B)(6) 2014 the patient presented for an office visit for a routine check up. On an unknown date 2007: the patient diagnosed with degenerative disk disease, back pain on (B)(6) 2008: the patient underwent posterior lumbar interbody fusion ('plif') due to numbness in left leg and left foot; severe back, neck, and shoulder pain; headaches; degenerative disc disease. Spacer, rh-bmp2/acs plus graft, pedicle screw, peek rods, and peek cage were also implanted. From 2007-2008: patient was treated for back pain. From 2008: patient experienced post-op pain. From 2008-2013: patient was treated for back surgery. On (B)(6) 2008: patient underwent egd with biopsy and dilatation. On (B)(6) 2009: patient underwent egd with biopsy. On (B)(6) 2009: patient underwent laparoscopic nissen fundoplication. On (B)(6) 2009: patient underwent egd with biopsy. From 2009/2010: patient was treated for nerve damage, depression, and anxiety. On an unknown date 2010: patient underwent removal of cervical spine hardware <(>&<)> fusion. From 2010/2011: patient was treated for gastrointestinal issues and pain management. On (B)(6) 2011: patient underwent extensive mouth surgery "most of teeth in mandible removed. On an unknown date 2011: patient underwent carpel tunnel/left hand surgery. On (B)(6) 2012: patient underwent total colonoscopy. Allegedly, after the rh-bmp2/acs surgery, injuries include, but are not limited to consistent neck and back pain; shoulder pain; pain radiating up and down spine; migraine headaches; difficulty swallowing; difficulty speaking; hardware feels like it is coming loose, causing pain and affecting voices; radiating pain to the legs; nerve injury; sexual dysfunction; depression; anxiety; inability to look up or down; difficulty

Event description:
It was reported that on: (B)(6) 2012, the patient presented with adenomatous colon polyp.

Event description:
It was reported that on: (B)(6) 2013 the patient underwent x rays of the lumbar spine series. Impressions: no significant changes. (B)(6) 2015 the patient underwent MRI of the lumbar spine. Impressions: stable postoperative and degenerative changes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007: the patient presented with neck and back pain. Impression: right cb radiculopathy; neurogenic claudication. On (B)(6) 2008: the patient presented with neck and right arm pain. Impression: chronic neck and right arm pain; chronic back and leg pain. On (B)(6) 2008: the patient presented for follow-up. Patient stated he was not doing well and he had severe pain. Diagnosis; neck and arm pain (B)(6) 2008 the patient presented with presented with a three year history of progressive neck and arm pain, clinical history of acdf and underwent lateral cervical radiograph. Examination and MRI scan were consistent with right-sided radiculopathy. A single lateral intra-operative matrix radiograph of the cervical spine demonstrates unremarkable alignment during acdf from c4 through c7. On (B)(6) 2008: the patient presented with complaint of neck pain. Impression: six weeks status post cervical fusion. Patient underwent x -ray of cervical spine. Impression: acdf c4 through c7. Alignment appears to be anatomic. On (B)(6) 2008: the patient presented with neck pain. Impression: three months status post three level cervical fusion. The patient underwent x-ray of cervical spine flexion/extension views of the cervical spine demonstrate postsurgical change status post acdf c4-c7. Stable alignment. Negative for dynamic instability with limited range of motion noted. On (B)(6) 2008: the patient presented with neck and back pain. Impression: chronic back pain.